Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was currently receiving dilaudid with concentration 1 mg/ml at a minimum rate via an implantable pump for non-malignant pain. It was reported that the patient had magnetic resonance imaging (MRI) performed on (B)(6) 2019 and a motor stall was seen at initial interrogation. The patient did not have the pump status checked soon after the MRI. It was a few days later that the patient heard their pump alarming and went to the clinic to have the pump status checked. The logs showed a motor stall on (B)(6) 2019 at 08:38 regarding the MRI and a tube set message on (B)(6) 2019. A motor stall recovery was seen on (B)(6) 2019. The pump was being replaced on (B)(6) 2019 and they were to send it back to the manufacturer for analysis. It was further reported that a catheter event was confirmed. When the pump was being replaced on (B)(6) 2019, when the physician attempted to remove the pump connector, the silicone covering over the connector had come off and did not look right. The connector was still attached to the explanted pump and was also being sent back to the manufacturer for analysis. The catheter was revised. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump passed all testing in the laboratory and no anomalies were identified. Analysis of the catheter found that there was difficulty with the sc connector which led to explant, and there was also damage to the transition tube of the catheter body. Product ID: 8780, serial# (B)(4),implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s weight at the time of the event was unable to be obtained from the account.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump and catheter component was returned to the manufacturer. The logs provided indicated the following occurred: (B)(6) 2019 8:38 am: critical alarm ¿ pump motor stall occurred, (B)(6) 2019 8:38 am: critical alarm ¿ stopped pump duration exceeded 48 hours, (B)(6) 2019 8:54 am: user silenced an active audible alarm, (B)(6) 2019 7:19 pm: pump motor stall recovery. Also, per the logs, dilaudid with concentration 1.0 mg/ml was administered at a dose rate of 0.0062 mg/day (minimum rate) as of (B)(6) 2019.